Event description:
A baxter service technician reported an infusion pump with an 812:02 failure code that was found in the device's event history during service. Baxter's quality management contacted the facility's biomedical engineer who stated that there was no report of any patient injury or medical intervention as a result of the failure.